Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) activated on (B)(6), 2022. The patient had a follow-up with his surgeon at the end of april for inspection of the implant and operating instruction. The patient stated that his device has performed appropriately. However, recently the pump is not refilling to inflate the cylinders, it stays collapsed. The patient tried troubleshooting techniques without success.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.